Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Event description:
Litigation papers allege constant severe pain, implant loosening, dislocations, numbness, multiple doctor visits and possible metal poisoning and the possibility of future revision surgery. Doi: (B)(6) 2009 - dor: none reported (left hip). (B)(6). Update - added surgeon, revision date, product x 1 sleeve, comp loosening - cup, sales rep details. Taken from der dated 19th march 2015. Surgeon - (B)(6). Revision date - (B)(6) 2015 additional reason for revision - cup became loose. Sales rep - (B)(6). Stem details were not provided but we have been informed from the der that stem remained in situ "femoral stem was retained" update 01/28/2016 - medical records received. Medical records reviewed for MDR reportability. Revision surgical report noted severe pain, mildly elevated ions, loose acetabular component with absolutely no bony ingrowth, large soft tissue defect, pseudotumor and large fluid filled space that violated the posterior capsule. An unknown stem will be added to the complaint for elevated ions without lab results.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.